Event description:
A customer reported the generation of an erroneous potassium (k) result on their au480 analyzer. An electrical burning smell from the instrument was also reported. The customer obtained a result of 7.9 mmol/l. They repeated the patient sample on the au480 and received 3 inconsistent results of 3.7, 5.9, 10.2 mmol/l respectively. The result was not reported outside the laboratory so there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched. Upon inspection of the ise unit and flow cell, the fse observed air in the flow cell. The fse also noticed a pin hole in the tube between the dilution pot and the flow cell. He replaced the tubing and the air stopped. He recalibrated successfully and no more issues were identified. The fse also carried out instrument activities to identify the burning smell, however, he could not replicate the burning smell reported by the customer. The manufacturer reference number for this event is (B)(4).